Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that everything was going fine until a couple of weeks ago when patient was doing an activity while stretching where was moving in a funny position and legs were spreading and felt like a snap thing down there and felt a weird sensation in the abdomen area. Patient said that also started having a burning sensation about a couple weeks ago in the vaginal area, more in the front. When asked, no falls or trauma however patient said that has been doing a lot of lifting and gardening and it felt like her neck got sucked into her shoulder bone and collarbones and felt a little snap when was doing gardening. Reviewed activity information about excessive or repetitive bending, stretching, reaching and heavy lifting, could place undue stress on the components and increase the potential that one of the components could move and break. Patient said that for about a week, has to go all of the time, even af ter voids, received the sudden urge to void. And said was going frequently. Patient mentioned that they have a hard time initiating urination and said that it takes a long time to void, sometimes 20-30 minutes. Patient stated that the initial reason for receiving the implant was to have to go to the bathroom all the time and now even after finishing going to the restroom, feels like has to go immediately. The patient was said did go and see their managing doctor this past tuesday and did have a urinalysis and was told that the results were fine. Patient said that they did mention that the wire were the lead feels different like a moved, however said that the doctor didn't say anything. When asked, patient said no changes to regular diet or fluid intake. Patient said that did have a root canal done last week and was on norco for pain management. Patient also started a new medication for anxiety about 2 weeks ago. Patient said doesn't know about side effects of the new medication. Later in the call, patient said that also finished a 10 day trial with bladder medication, gemtesa, however said isn't going to continue due to the cost. Redirected patient to check with prescribing doctor regarding side effects of medications. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and made a slight increase in the setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient to monitor bladder symptoms for a few days and if needed make another slight increase or switch to a different program and to also monitor burning sensation. During the call, patient also turned the stimulation off for a few minutes, said that burning sensation was the same maybe more to the right. Patient was redirected to their healthcare provider to further address the different symptoms patient reported. Patient said doesn't have an appointment with the doctor for about 6 months.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va365ul); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.